Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose level was "high" mg/dl (specific bg value was not provided). Customer administered a manual injection of insulin to address high bg. Reportedly, there was an o-ring improperly seated on the pneumatic tap. A supply change was performed and the o-ring was removed to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.